Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist. In the letter the dentist states patient was seen for a comprehensive exam, they reported they were undergoing byte aligner therapy. Due to the presence of moderate periodontitis patient is not a candidate for aligners. The use of orthodontic therapy is not indicated in the presence of periodontal disease. Patient does not have any medical history of periodontal disease on their account with byte. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.